Event description:
It was reported that the asymptomatic patient presented to clinic after receiving a notifier for cross-talk. The episode was observed on stored egm. Programming changes were made. Routine follow-up will continue.